Event description:
Patient has been wearing contact lenses since 1988. Dispense date of lenses involved in the incident is not clear. Wearing schedule unknown. Lens care regime is concerto. Patient's general health was reported as good. Patient had been treated for a corneal ulcer of the right eye, date of diagnosis is unknown. The ulcer was described as a para central corneal ulceration 2mm. Patient was treated with tobradex & tobrex. Lens wear was temporarily discontinued until follow up examination with the ophthalmologist. Patient's vision with spectacles has been reported as good.

Manufacturer narrative:
Based on the medical report, inspection of the DHR, sterility records and evaluation of lenses of the involved lot, it is not possible to determine causal factors or make a conclusion. This report is the only complaint from this lot of lenses. Reporting facility stated the following: visual acuity did not decrease after incident (1.0 before, 1.0 after). Topical medication supplied: tobradex/tobrex. Current ocular status of patient: "still ok with vision, patient with good vision with spectacles, ophthalmologist recommended one month without contact lenses." Lens case contamination - possible cause of incident. No permanent damage or injury to the patient. No risk to public health. No remedial action taken by the manufacturing site. Lens not confirmed to be cause of event. Incident described (corneal ulcer) is a known adverse event and is in labeling. Device evaluation summary for 2640128-2007-00001. Table 1: inspection results for the single lens sent from the same carton as the original complaint lens. Return ref: email 13/02/07; lot no. 912752566205; power: -1.25/-0.75/180; reason for complaint: corneal ulcer. Non-confirmed. Summary: the lens was tested and found to be within specification for visual inspection, centre thickness, diameter, base curve and power. The solution was tested for peroxide and residual ma and was found to be within specification. There was insufficient saline to test ph. Saline from 5 lens blisters of the same lot number (912752566205) from inventory stock were tested for ph. All passed as in specification for ph.